Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics for the infection (previously reported). This report is submitted on september 21, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site, and underwent a procedure on (B)(6) 2018, in order to remove the abutment. Additional information has been requested but has not been made available as of the date of this report.